Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos). A remote transmission was reviewed, showing intermittent twos as well as tachycardia. The patient will be further evaluated and the ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.